Event description:
Patient presented to the physician with the stimulation lead protruding upward at the chest incision exposing the patient to potential risk of erosion. Physician brought the patient into the or, opened the chest incision, tucked the stimulation lead, and closed.